Event description:
The customer reported that the keypad was not working. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the keypad was not working. There was no reported adverse patient impact. The device was evaluated by an authorized service provider. The symptom was clarified as the softkeys on the bezel were not working. The issue was localized to a failure of the bezel assembly. The customer was advised to replace the bezel assembly. The device remains at the customer site. This was a malfunction of the bezel assembly.